Event description:
Attorney alleges the plaintiff has developed non-specific autoimmune condition. Attorney states non specific autoimmune consist of one or more of the following symptoms: fatigue, bowel irritability, burning sensation in skin, joint pain, swelling, flu-like symptons, weakness, spasms, sweats, chills, allergies, headaches, memory/concentration loss, rashes and/or arthritis like symptoms.